Event description:
The customer reported that her blood glucose result was 14.5 mmol/l (261 mg/dl) at 8:50am. At 9:50am, it was 18.9 mmol/l (340 mg/dl), and she gave herself a 5u bolus. She stated that the cannula was bent in half.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.